Event description:
A customer noted a hole in 2 homechoice sets during use. Per baxter australia, the holes were noted "at the beginning 17 ml ran out, then it stopped". The patient observed fluid leaking from the holes which were located "on the upper part of the sets, at the connection" on both sets. The incidents occurred during initial use of both sets. No damage was noted to the overpouches in which the homechoice sets were delivered, no sharp utensils are used to open the overpouches, nor did any pets have access to the supplies at any point. After noting the leaks, the patient setup with new supplies to complete therapy. No patient injury or medical intervention was associated with this incident, per baxter.